Manufacturer narrative:
UDI #:( (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with two patient interfaces (pi) during a laser treatment while the laser was firing and after the patient was applanated. A brief description from the surgery center indicated there was lost suction during the flap creation and the surgery center replaced the patient interface to continue treatment but was unsuccessful. The surgery center was unable to lift the flap and the procedure was aborted. There is no patient injury reported. Three reports will be submitted for two patient interfaces and one for equipment. This report is for the femtosecond laser.